Event description:
Customer reported hospitalization due to diabetes ketocidosis and they also stated that they had the flu. Customer states that blood glucose at the time of hospitalization was high. Blood glucose reading is 122 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.